Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The device was not returned for analysis. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
Following intraocular lens (iol) implant surgery, a nurse reported a patient to complain of glare. The lens was exchanged for another model. The patient had a previous lens exchange in the same eye.

Manufacturer narrative:
Evaluation summary: the product was returned. Solution is dried on the lens. Optic and haptic damage was observed. The lens was torn into pieces. Product history records were reviewed and documentation indicates the product met release criteria. The root cause could not be determined for the reported ¿exchanged due to glare¿. Lens damage was observed. While we are unable to determine the root cause of the lens damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the observed damage is most likely related to customer handling. (B)(4).